Manufacturer narrative:
Additional information indicated that the patient had the ipg replaced. The patient is reportedly doing well. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device exhibits normal device characteristics.

Event description:
A report was received that a patient was experiencing a burning sensation near the pocket site when the stimulation was on. The patient's database was analyzed and showed that the ipg may be flipped. The physician has recommended a pocket revision.

Event description:
A report was received that a patient was experiencing a burning sensation near the pocket site when the stimulation was on. The patient¿s database was analyzed and showed that that the ipg may be flipped. The physician has recommended a pocket revision.